Event description:
It was reported that the external pulse generator had a damaged rear case. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery release, heart block, heart wire contacts and battery drawer were contaminated, the ring and side bail covers were broken, the lead flex cover was corroded, and the display was missing pixels and was contaminated.